Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed fault code 29 (loss of brake connectivity) was confirmed during functional testing and in the archive data review. The root cause of the fault code 29 was the defective power distribution board (pdb), likely attributed to an aging device. The autopulse platform was manufactured in june 2015 and is 7 years old, and has exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the platform's top cover, front and bottom enclosures were cracked and bent battery lock were observed, unrelated to the reported complaint. These observed physical damages are the characteristics of harsh impacts due to user mishandling. All the damaged parts needs to be replaced to address the issues. A review of the archive showed multiple fault code 29 (loss of brake connectivity) error messages; thus, confirming the customer's reported complaint. During functional testing, the autopulse platform stopped after performing a few compressions due to the fault code 29 (loss of brake connectivity); thus, confirming the customer's reported complaint. Investigation revealed a defective pdb. The pdb needs to be replaced to remedy the fault. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "fault code 29" (loss of brake connectivity) error message. No patient involvement.